Event description:
(B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for procedure with a 14f amulet steerable delivery sheath (asds). After transseptal puncture was performed, the 8.5f versacross transseptal sheath was exchanged for the 14f asds and subsequently placed into the left atrial appendage (laa). It was then noticed the patient experienced an air embolism and inferior st elevations, transient hypotension, and some right ventricular (rv) and left ventricular (lv) dysfunction was noted. A right coronary angiogram (rca) was performed and no evidence of obstruction was reported. The st elevation was resolved and the patient was hemodynamically stable. The procedure was continued by connecting the 25mm amplatzer amulet 2 to the 14f asds in a closed system underwater to ensure no retained air. The 25mm amplatzer amulet 2 was attempted for implant but was determined not suitable for patient anatomy due to concerns with stability and a high shoulder position of the device in high angle views. A decision was made to recapture and replace the device with a 22mm amplatzer amulet 2. The replacement device was implanted after performing a successful stability test with no residual leak. After the delivery sheath was removed, the patient was administered protamine and transferred to recovery room in stable condition. It was then reported on (B)(6) 2025 prior to discharge; the patient experienced migraine headache and nausea with no vomiting. Patient was subsequently administered intravenous pyelogram (ivp) of zofran 2mg and fioricet. Patient symptoms resolved prior to discharge home in stable conditions.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for procedure with a 14f amulet steerable delivery sheath (asds). After transseptal puncture was performed, the 8.5f versacross transseptal sheath was exchanged for the 14f asds and subsequently placed into the left atrial appendage (laa). It was then noticed the patient experienced inferior st elevations, transient hypotension, and some right ventricular (rv) and left ventricular (lv) dysfunction was noted. Air embolism was suspected but no air was visualized. A right coronary angiogram (rca) was performed and no evidence of obstruction was reported. The st elevation was resolved and the patient was hemodynamically stable. The procedure was continued by connecting the 25mm amplatzer amulet 2 to the 14f asds in a closed system underwater to ensure no retained air. The 25mm amplatzer amulet 2 was attempted for implant but was determined not suitable for patient anatomy due to concerns with stability and a high shoulder position of the device in high angle views. A decision was made to recapture and replace the device with a 22mm amplatzer amulet 2. The replacement device was implanted after performing a successful stability test with no residual leak. After the delivery sheath was removed, the patient was administered protamine and transferred to recovery room in stable condition. A transthoracic echocardiogram (tte) was performed on (B)(6) 2025 which showed a trace pericardial effusion, no peri-device flow, and no device embolization. The subject had complaints of a headache and nausea. Acetaminophen, butalbital, and caffeine was given for headache and intravenous ondansetron was given for nausea. The subject recovered and was discharged to home on 12 april 2025 with clopidogrel and aspirin.

Manufacturer narrative:
It was reported that upon placing the asds sheath into the left atrial appendage (laa), the patient experienced an air embolism and inferior st elevations, transient hypotension, and some right ventricular (rv) and left ventricular (lv) dysfunction. Reportedly, the st elevation was resolved and the patient was hemodynamically stable, the procedure was continued. There was no evidence of obstruction. The device was not returned to abbott for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.